Event description:
It was reported the patient received six shocks in three hours. During evaluation, noise was seen in the ventricular channel egm. Impedance and threshold values were normal. The noise appeared when the patient moved his right hand (the side of implantation). After the lead was explanted, fluid was noted under the insulation. No further patient complications have been reported as a result of this event.